Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laminectomy procedure on (B)(6) 2016 and topical skin adhesive was used. When pinching the vial to initiate flow, the vial cracked cutting through. The procedure was completed using another like device, which was opened with the kelly instrument. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 05/16/2016. Conclusion: actual sample was returned for evaluation. Visual inspection found a piercing through which a glass shard protruded in the applicator bulb and a piercing in the butyrate tube was observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled.